Event description:
This lead had dislodged. When the doctor went in to reposition the lead he found tissue in the helix and was unable to get it to work. The lead was explanted and a new one implanted. There were no adverse pt events reported. The hosp retained the device. Should add'l info be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.